Event description:
It was reported that on 25 march 2024, a 19mm regent aortic mechanical heart valve (serial: (B)(6)) was chosen for implantation. During implantation, while placing the valve one of the leaflets detached and went inside the patient anatomy. The valve had been rotated with the valve rotator without resistance. The holder handle was fully inserted into the orifice at a 90 degree angle. The valve was in a closed position when it was rotated and the leaflet dislodged. The regent valve was removed and the leaflet was recovered from the left atrium intact by surgically opening the left atrium with echocardiographic guidance. A second 19mm regent aortic mechanical heart valve (serial: (B)(6)) was then attempted to be implanted. While attempting to rotate the valve in closed position, both leaflets dislodged. The leaflets were removed from the patient successfully without unusual intervention. A third masters hp valve was implanted successfully. There were no patient consequences. The patient remained hemodynamically stable throughout the procedure. There was reportedly a delay that resulted in no patient effects as bypass time was extended 40-50 minutes. The patient was reported to be stable.

Manufacturer narrative:
An event of a leaflet dislodgement that required surgical intervention was reported. The device was returned to abbott for investigation, and one leaflet was observed to be dislodged while the other leaflet was properly inserted into the orifice. Microscopical examination found a crack at one of the pivot guards. The orifice wall contained a small chip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the leaflet dislodgment could not be conclusively determined; however, the damage may have been caused by some external force applied to the valve, which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted, with all additional relevant information. The additional regent valve described in b5, will be filed under a separate medwatch report.

Event description:
It was reported, that on (B)(6) 2024. A 19mm regent aortic mechanical heart valve (serial#: (B)(6)) was chosen for implantation. During implantation, while placing the valve, one of the leaflets detached and went inside the patient anatomy. The valve had been rotated with the valve rotator without resistance. The holder handle was fully inserted into the orifice at a 90 degree angle. The valve was in a closed position, when it was rotated and the leaflet dislodged. The regent valve was removed and the leaflet was recovered from the left atrium intact, by surgically opening the left atrium with echocardiographic guidance. A second 19mm regent aortic mechanical heart valve (serial#: (B)(6)), was then attempted to be implanted. While attempting to rotate the valve in closed position, both leaflets dislodged. The leaflets were removed from the patient successfully without unusual intervention. A third masters hp valve was implanted successfully. There were no patient consequences. The patient remained hemodynamically stable throughout the procedure. There was reportedly, a delay that resulted in no patient effects, as bypass time was extended 40-50 minutes. The patient was reported to be stable.